Event description:
Reportedly, the subject programmer crashed when switched on, and it cannot be turned on anymore. Sparks and smoke came out from the programmer. Preliminary analysis results showed that a short circuit occurred under the power supply board, due to a screw moving freely below the board.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, the subject programmer crashed when switched on, and it cannot be turned on anymore. Sparks and smoke came out from the programmer. Preliminary analysis results showed that a short circuit occurred under the power supply board, due to a screw moving freely below the board.